Event description:
It was reported that the ventilator had a blank screen. The ventilator was not being used on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 08/28/2018. Date received by manufacturer: 06/11/2018. Additional information: (UDI). Correction: (conclusion code). The user interface (ui) was received for failure investigation. Visual inspection of ui assembly revealed no evidence of damage or contamination. The ui assembly was attached to a failure investigation (fi) test ventilator in an attempt to duplicate the reported condition. The fi test ventilator was powered up and the reported condition was verified. The product does not meet specification. The root cause was isolated to c8 capacitor. The c8 blown out damage and fi fuse opened which created the ventilator screen to be dim and not visible.